Event description:
A matrix standard-3d coil prematurely detached while being implanted, leaving a tail in the aneurysm. A stent (neuroform microdelivery stent system) was used to tack the tail of the main coil to the wall of the artery. Patient was reported to be in good condition.